Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the hardware was removed and revised on (B)(6) 2024 due to partial non-union and two broken screws. Two small fragments from the broken screws were retained in the patient's foot as they were unable to be removed. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates the patient dropped something on her foot which likely led to the broken screws and contributed to the partial non-union. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the hardware was removed and revised on (B)(6) 2024 due to partial non-union and two broken screws. Two small fragments from the broken screws were retained in the patient's foot as they were unable to be removed. No other patient outcomes were reported as a result of this event.